Manufacturer narrative:
A review of complaints was performed for this lot. No similar complaints regarding is crossmatching for abo were observed. Customer reported that qc had been acceptable. (B)(4)

Event description:
Customer reported compatible crossmatches with a patient sample containg anti-a1 and group a1 donors.